Event description:
According to the reporter, when the patient was about to be sutured, the needle was found to be broken after unpacking. A new device was used to resolve the issue. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.